Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the device would randomly change settings. During a procedure with a maestro 4000 system, the machine keeps entering into what appears to be random pre-set's every so often. Just after the pump was connected for the case there was an error message and the unit showed zero power , 50 temp, 250 ohms and no time. This continued to happen and the pre sets wouldn't work. The procedure was completed with the system. No patient complications were reported and the patient's current condition is fine.